Event description:
Caller indicated the advance meter was reading high. Blood glucose reading was 71 and then 74. Started eating but couldn't eat any more, felt faint and called the emts. Only took 10 minutes between feeling light headed and emt arrival. Emts read pt's blood at 39. Unknown meter. Emts arrived and administered a glucose IV. Brought patient up to 67 and then transported pt to the hospital. Kept pt there for 4 hours. Hospital took readings and he thinks he read 119 or 129, he doesn't remember. Customer is a brittle diabetic with pretty wide swings in testing. Customer dropped meter the day of the incident.